Manufacturer narrative:
Additional manufacturer narrative: no review of the prismaflex hf1000 sets complaint history files nor the device history records could be performed as lot number of the set is unknown. The prismaflex hf1000 set was discarded and not available for inspection. The exact root cause of the reported event remains unknown. The devices were used off label; instructions for use advises that the prismaflex hf1000 sets should be restricted to patients with a body weight grater than 30 kg.

Event description:
A pediatric patient undergoing continuous renal replacement therapy had an estimated blood loss of 165 ml when the blood in the extracorporeal circuit was not returned following a clotted filter.